Event description:
The customer reported having unexplained high blood glucose. The blood glucose reading at time of call was 106mg/dl. The customer has treated his high glucose level with manual injections. Troubleshooting was performed. The caller stated that he visited the urgent care in the past for high blood glucose. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.